Event description:
Patient reported right side no complaint against the device. Device was explanted. Later, rupture was reported.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: no observed. Additional observations: ¿ observed red biological tissue. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side no complaint against the device. Device was explanted. Later, rupture was reported.

Event description:
Patient reported, right side no complaint against the device. Device was explanted. Later, rupture was reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Additional observations: deformation observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.